Event description:
It was reported that the cardiohelp showed the error message ¿venous bubble is defective¿ several times. Reconnecting of the sensor did not solve the failure, so the device was eventually replaced with another. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the error message ¿venous bubble is defective¿ several times during treatment. Reconnecting of the sensor did not solve the failure, so the device was removed from the patient. A getinge field service technician (fst) was sent for investigation and repair. The venous bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous bubble sensor is defective" could be confirmed multiple times on the date of event. According to the fst, the most probable root cause is residue around the cable connection of the venous bubble sensor. Moreover, it is stated in the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Further, it is stated in the IFU of the cardiohelp (chapter 10 "cleaning and disinfection", that the cables and the whole device should be cleaned after each use to remove soiling or residual blood and in chapter 5.3 "connecting the sensors", that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2016-06-03 to 2023-08-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-03. Based on the results the reported failure "error message: venous bubble sensor is defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.